Event description:
Literature was reviewed regarding a 78-year-old male patient with severe aortic stenosis who underwent implant of a medtronic 23-mm evolut r bioprosthetic valve. The authors noted the procedure as uncomplicated resulting in no valvular regurgitation and acceptable peak gradients of 13 mmhg. However, a post-procedure transesophageal echocardiogram (tee) showed evidence of significant structural valve deterioration, and blood cultures were positive for staphylococcus lugdunensis. Despite antibiotic treatment a fever persisted, and a positive blood culture remained after 12 days. Subsequently, the patient underwent surgery to explant the transcatheter valve and replace it with successful implant of a surgical aortic valve (manufacturer or model not provided). Post-operatively antibiotics were continued and blood cultures were confirmed negative. The post-operative course was uneventful, and the patient was discharged symptom-free. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: monterrey-garcía et al. Staphylococcus lugdunensis endocarditis causing prosthetic aortic valve dysfunction after tavr. Ar ch cardiol mex. 2025 mar 3;95(3):259¿261. Doi: 10.24875/acm.24000236. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.